Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced tip/luer of syringe cracked/deformed/bent during use. The following information was provided by the initial reporter: when I prepare my syringe, I notice that the luer lock screw is damaged.

Manufacturer narrative:
H.6. Investigation summary one sample was returned to our quality team for investigation. Upon visual inspection, damage is observed on the barrel thread. As device history record review did not reveal any quality issues during the production of lot number 1909217 that could have contributed to the reported defect. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the investigation the root cause was determined to likely be damage caused by the piece hitting or jamming within the manufacturing equipment. A project was initiated to further investigate this issue. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced tip/luer of syringe cracked/deformed/bent during use. The following information was provided by the initial reporter: when I prepare my syringe, I notice that the luer lock screw is damaged.